Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer filled a cartridge with 120 units and a day later, the pump read 0 units. Tandem technical support was unable to verify how many units of insulin had been delivered by the customer to determine the accuracy of the estimate. The customer's blood glucose level was 130 mg/dl. Reportedly, the customer was able to successfully load a new cartridge and received an accurate fill estimate.